Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customers blood glucose level was not impacted. It was indicated that the customer would use backup pump as alternate insulin therapy.